Event description:
It was reported that the during a follow up, the patient complained of pocket stimulation due to increased atrial thresholds. A chest x-ray revealed that the atrial lead had dislodged but sensing was ok. The device was programmed to vdd mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.